Manufacturer narrative:
Di: (B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 5.5mm nc emerge balloon catheter was advanced to the lesion for predilation then a 4.00x12mm promus premier¿ stent was deployed. The 5.5mm nc emerge balloon catheter was again advanced for post dilation of the recently implanted stent however, when trying to insert the balloon catheter through the stent, it was noted that the proximal edge of the stent was deformed. There was no issue noted on the nc emerge balloon catheter. A 4.0x12mm non bsc stent was deployed over the deformed promus premier¿ stent and the procedure was completed. No patient complications were reported and the patient did well.